Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It is reported that the right atrial lead exhibited non-sensing. The lead was capped and replaced on (B)(6) 2020.

Event description:
New information notes that the patient was stable and discharged.